Event description:
An optometrist reported a pt had a lasik procedure and was under corrected and prescribed acuvue oasys contact lenses to address the under correction. In the evening, following about 4 hours of wear, the pt removed the lenses and experienced discomfort. The following morning, the pt was seen for a follow-up eye exam and was found to have 2 mid peripheral corneal ulcers in one eye. The optometrist said he though the ulcers were infectious but the lesions were not cultured the optometrist did culture the area under the pt's artificial fingernails and that area was culture positive for angus. The optometrist reported the pt was aggresively treated with antifungal antibiotics and the ulcers healed. The pt has since received further lasik vision correction to address the initial undercorrection. No additional information available.